Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit's mother board. Unit was safety tested to factory's specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected gas monitoring. No pt injury was reported.